Manufacturer narrative:
The issue was discovered during unit check-up. The field service representative (fsr) verified that the latch was broken. He replaced the latch and spring. The unit operated to the manufacturer's specifications. The old latch was discarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the centrifugal drive motor had a broken latch. There was no patient involvement.